Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The device was not returned; however, retain sample lot u200139 has been returned and evaluated by product analysis on 09/29/2016 with the following findings: no failures were observed during incoming inspection. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The cartridge passed the force test. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings or anywhere else in the cartridge.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an air bubbles/leak issue with the cartridge. The patient reportedly experienced a blood glucose (bg) measurement in the range of 19.0 mmol/l to 24.0 mmol/l with nausea, severe dizziness, severe headache, blurred vision, extreme thirst and excess urination. The patient reportedly did not require medical intervention and self treated. This complaint is being reported because the patient experienced hyperglycemia due to an air bubbles/leak issue with the cartridge.